Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead impedance > 2500 ohms on the ventricular channel and failure to pace and sense.